Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately nine hours of intra-aortic balloon (iab) therapy, there was an abnormality confirmed in the blood pressure value displayed on the cardiosave intra-aortic balloon pump (iabp). An abnormal blood pressure waveform was also noted. The abnormal values continued until the end of therapy. No abnormality was found in the blood pressure waveform when obtained via the transducer collected from the upper arm. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a